Event description:
It was reported that the patient¿s blood glucose (bg) level reached between 200 mg/dl and 250 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the needle not retract as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. Investigation discovered that the hard cannula was not seated in the slide retract of the linkage assembly. It was not able to be seated properly in the slide retract due to the damage observed on it. This abnormality indicates that the hard cannula was incorrectly installed. No timeouts or drive stalls were observed in the pod data. The needle mechanism was unable to be reset due to the damage observed on the slide retract, which prevents the hard cannula from seating correctly. Thus, it can be confirmed that the incorrect installation of the hard cannula is the root cause of the reported needle did not retract. Further investigation of the device found that the hard cannula was bent on the exposed portion. Although a bent was observed on the exposed portion of the formed needle, the timing and cause could not be determined.